Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. Device removal issues were noted. It was reported that it took six perclose sutures to get 1.5 to grab. One hooked up to arteriotomy and after several others failed, an 8 french angioseal was used.